Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 507645, implantable pacing lead, implant: (B)(6) 2003. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead exhibited signs of undersensing. The lead has been capped and replaced. No patient complications have been reported as a result of this event.